Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary screen was in disconnected mode. The customer reported that they were unable to pull medications from the pyxis, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
Investigation summary: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor displayed 'disconnected mode. A field service engineer cancelled the work order, stating it was a duplicate.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary screen was in disconnected mode. The customer reported that they were unable to pull medications from the pyxis, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A dispatch for a field service engineer has been cancelled a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.